Event description:
The following was reported to hamilton medical ag: "the o2 consumption showed on the screen was more than the o2 consumption expected with the parameters configured on the device. After that, we tried to replicate the case on technical service, and the problem was found on the control board, specifically on the pambient sensor. After replace the control board, the measurement improves and was more coherent with the ventilatory parameters. The patient involved was a pediatric patient, and doesn't have health effects."

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). No device was returned for investigation. However, the technician on site stated that the replacement of control board resolved the issue. Further information will not be received.